Event description:
It was reported that pump display only partially lit up and affected customer¿s ability to read and interact with pump, which resulted in high blood glucose, although specific value was unknown and only ¿high¿ was displayed. Customer gave correction injection using multiple daily injections to address high blood glucose; no third-party medical assistance was required. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump with updated software.